Event description:
The customer reports a mismatch in pacs iw when radiology info system (ris) sends a correct external pt identification during the scheduling. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).